Event description:
On (B)(6) 2024, an ilet user reported they inadvertently inserting insulin into the infusion set tubing and possibly their body while changing the cartridge. At the time of the call, the user's blood glucose (bg) was 165 mg/dl. They were advised to monitor their bg levels and treat if they noticed a downward trend in bg or symptoms of hypoglycemia. The user was also informed to seek emergency services if necessary. The user did not rewind the ilet before inserting the cartridge and was uncertain if insulin was delivered into their body. On (B)(6) 2024, the user called back to report that they had been managing their bg levels by consuming carbs (chips, soda, and chocolate) for about 4 hours until their bg stabilized and no longer dropped below 80 mg/dl. The user also followed up with their ilet trainer, who confirmed that about 40 units of insulin were dosed during the incident. The user experienced a brief period of panic but did not experience any other health effects. There was no need for professional medical intervention.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.